Event description:
Boston scientific received information that this left ventricular (lv) lead's conductor was damaged. Thus, the lead was surgically abandoned and a new lead was implanted. The lv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.